Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a ¿no disposable, pump will not run¿ alarm. The device was stopped but the alarm continued. Troubleshooting was performed, and bubbles were observed in the tubing that extended across the top of the cassette. The screen read ¿no disposable pump will not run.¿ troubleshooting was repeated but the alarm persisted. The resolution volume was 45.3 ml, rate 2.4 ml/hour, and volume given 66.7 ml. There was patient involvement and no patient harm/adverse events reported.

Manufacturer narrative:
H3/h6: the device was not returned. Service history review identified that no previous repairs were noted within the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Based on the review of the service history and information provided from the customer, the investigation was unable to determine a probable cause.